Event description:
Information received by medtronic indicated that insulin pump buttons was sticking. Customer reported that insulin pump rejected new batteries during replacement. Insulin pump had a unexplained no delivery alarms. No harm requiring medical intervention was reported. Troubleshooting was not performed however, the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.